Event description:
Pt reported receiving an e6 (mechanical error) message on the infusion device when the insulin cartridge was filled with 147 units of insulin. Pt reported received the e6 error also without the insulin cartridge. No further info is available. Preliminary results show the display windows are scratched due to a mechanical impact. The scratched display windows can lead to misinterpretation of insulin amounts. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.